Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company rep reported, hip revision due to dislocation. Mdm cup, the poly ball disassociated from a zimmer metal head.

Manufacturer narrative:
An event regarding dislocation of a competitor metal head and adm liner was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock with no relevant reported discrepancies. Complaint history review found no other similar events have been reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided however the reported event involves an off label use of an adm liner and a competitor head. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Company rep reported, hip revision due to dislocation. Mdm cup, the poly ball disassociated from a zimmer metal head.